Event description:
Event description guidant received information upon review of electrocardiograms (egm's) two days after the implant procedure, that this ventricular lead was unable to capture the myocardium. The patient was asymptomatic and the lead displayed r-wave and impedance measurements which were consistent with measurements obtained at the implant procedure.